Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years and 2 months. The replaced portion of the percutaneous lead was received for analysis. The evaluation is not yet complete. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that interrogation of the pump during the patient's clinic visit on (B)(6) 2016 revealed pump stops and driveline disconnect events recorded in the history. The patient had no recollection of any alarms occurring and was asymptomatic. It was reported that x-ray images of the patient's percutaneous lead obtained during the annual check-up approximately 6 weeks prior to the clinic visit showed an external kink present. Rescue tape had been applied to secure the area. The system controller log file and x-ray images of the percutaneous lead were submitted to the manufacturer's technical services department for analysis. The log file showed pump stops and low speed events. These events occurred while the lvad system was connected to battery power. The x-rays confirmed a possible area of concern in the external portion of the percutaneous lead. On (B)(6) 2016, the manufacturer's technical services representatives performed a wire phase interrupter test and no open wires were found. An external percutaneous lead replacement was performed approximately 2 inches from the exit site. All tests passed after the repair was completed. No further information was provided.

Manufacturer narrative:
The report of pump stoppage events and driveline disconnect alarms was confirmed based on the evaluation of the submitted log file. The patient received percutaneous lead (lead) replacement and the external portion/distal end of the lead, approximately 18 inches, was returned for evaluation. Electrical continuity testing of the replaced portion of the lead revealed that all wires were electrically intact. Upon removal of the clamshell and rescue tape repairs, several superficial cuts were observed in the outer silicone sleeve; however, the clear bionate layer showed no areas of damage. Breakdown of the metal braided shield was observed along the entire length of the lead segment, which appeared consistent with over five years of use. Visual examination of the underlying wires under a microscope revealed no areas of compromised wire insulation, damage to the inner conductors, or evidence of significant abrasion on the insulation along the length of the lead segment. The returned portion of the lead was suspended in a saline bath for high potential testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. It was reported that the pump stoppage events and driveline disconnect alarms recurred on (B)(6) 2016; however, no additional log files were submitted to confirm the reported event. It was also reported that the patient received an emergent pump exchange. Evaluation of the returned pump confirmed multiple percutaneous lead wire compromises that would have contributed to the report of pump stoppage events and driveline disconnect alarms. The device was evaluated and visual examination of the pump's blood-contacting surfaces, upon disassembly of the pump, revealed no evidence of depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. The lead was returned cut approximately 1 inch from the pump housing and the remainder of the lead was returned in two segments measuring approximately 14 inches and 23 inches in length. Electrical continuity testing of all three returned portions of the lead revealed that all wires were electrically intact. Examination of the 14 inch returned portion of the lead revealed severe breakdown of the metal braided shield spanning several inches. In the area of shield breakdown, a small breach in the clear bionate layer and corrosion of the metal braided shield was noted roughly in the center of the lead segment. Visual inspection of the underlying wires in this area revealed multiple breaches to the insulation of all six wires, exposing the inner metal conductors. The exposed conductors showed evidence of corrosion consistent with an electrical short. All observed wire damage appeared to be the result of fatigue failure due to repetitive movement and abrasion against the braided shield. The orientation of the percutaneous lead segment was not maintained due to where the lead was cut, so the exact original location of the wire compromises could not be determined; however, the breaches would have been located at either about 6 to 7 inches, or 8 to 9 inches from the pump housing. The investigation revealed that all six wires were damaged, affecting all three motor phases. If the exposed conductors of any of the compromised wires contacted the braided shield while operating on a tethered power source, the resulting electrical short to ground would have caused the reported pump stoppage events and alarms. An interruption in pump function could have also been caused by a phase-to-phase short, which would occur if the exposed conductors of any two wires from different phases made direct contact with each other or simultaneous contact with the braided shield while operating on tethered power or on battery power as recorded in the submitted system controller log file. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information received from the clinical consultant on 06/09/2016 stating that according to the hospital personnel, the patient was presented to the emergency room with the pump being off for about 19 minutes and a connect driveline alarm was observed on the patient's system controller display screen. The hospital personnel checked and confirmed that the patient's driveline was connected to the system controller. The pump was not able to restart and the same alarms were observed with two attempted system controller exchanges. The hospital personnel was unable to put the system controllers in sleep mode and the emergency backup batteries were removed to silence the system controllers. It was also stated that the patient was alert and oriented at the time of the event, and was placed on heparin infusion. The patient received an emergent pump exchange.